Event description:
Manufacturer's reference number: (B)(6).

Manufacturer narrative:
On september 4th, 2024, getinge became aware of an issue with the trolley which cooperated with three washer disinfectors. As it was stated, the hospital worker has had complained about muscular injury due to excess drove required to load trolley. During the getinge technician service of the trolley it was confirmed that actuator bearing guide was worn. So far, we have not been informed of any adverse consequences related to this issue. Based on all information collected, we decided to report this customer product complaint in abundance of caution and based on the potential that if the event reoccurs it could cause a serious injury. The products involved in the customer product complaint is the washer disinfectors of 8668 series with model name: 8668. Serial numbers of the units are: (B)(6) and loading trolley: 091801151-2014-11. The washer disinfectors were manufactured 12/10/2014 and installed in may 2016. Since the cart has been put out of commission it cannot be investigated any further, as it is not possible to identify a potential root cause for the issue. When the event occurred, the device was directly involved and not meet its specification. Upon the event occurrence the device was not being used for patient treatment. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment or diagnosis. We believe that devices in the market are performing correctly overall. Given the circumstances and the fact that there is no apparent trend in complaints of this nature, we shall continue to monitor for any further events of this nature.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On september 4th, 2024 getinge became aware of an issue with the trolley which cooperated with three 86-series washer disinfectors. As it was stated, the hospital worker have had complaint about muscular injury due to excess drove required to load trolley. During the getinge technician service of the device it was confirmed that actuator bearing guide was worn. So far, we have not been informed of any adverse consequences related to this issue. Based on the all information collected, we decided to report this customer product complaint in abundance of caution and based on the potential that if the event reoccurs it could cause a serious injury.